Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp)had a blood back event. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module assy, rohs. All internal pipes, reservoirs and surfaces inspected by fse. No evidence of contamination found. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
N/a.